Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an unknown error with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2011 at 10 am, she obtained an unknown error message on the subject meter. The patient stated that she manages her diabetes with pills, diet and/or exercise and made no changes due to the product issue. Because she was unable to test, the patient claimed that approximately one hour later, she developed symptoms of clammy, sweaty, tired and feeling lifeless. Patient denied receiving any treatment to address her symptoms. During the initial call with lfs customer service, the patient verified that the subject meter was not been used for the first time. Issue was resolved during the call. Replacement products were sent. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.